Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for assistance with changing supplies and successfully resumed insulin therapy on the ilet; during this event the user experienced a low blood glucose of 67 mg/dl, and the ilet alerted to the low. Hyperglycemia was also reported. Symptoms included no reported clinical manifestations. Outcomes included transient low glucose with blood glucose out of range for approximately 30 minutes, without need for outside assistance or medical intervention. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.